Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said there was no injury /harm to the patient. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgical task that was being performed when the issue occurred was suturing. The instrument did not collide with any other instrument or tool during the procedure. The photographic image was provided. The customer said it¿s not possible to disclose patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the broken cable was confirmed by failure analysis.